Event description:
The facility biomedical technician reported a possible overinfusion of dilaudid on an upgraded pump during pt use. The pt was reported to have been receiving an infusion of dilaudid over a period of 24 hours with a maximum hourly infusion of 22cc. At the conclusion of the 24 hour period, the bag of dilaudid was found empty when the facility believed there should have been 100-150cc left in the bag. There were 14 attempts made by the pt to administer a bolus, with only two deliveries noted. Medical intervention was required. Narcan was administered one time with good results. The facility declines to provide add'l clinical info.

Manufacturer narrative:
The biomedical engineering department attempted to test the device and their conclusion was that there was no problem with the device. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.